Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had dropped the insulin pump twice in one day. The insulin pump was restarting but it was alarming a motor communication error. The alarm occurred twice. The customer¿s blood glucose level was unknown. The customer declined troubleshooting. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor communication error alarm noted. The insulin pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.